Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test and verify excessive no delivery alarm due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery while changing the infusion set. Then she changed the infusion set again and the device alarmed motor error. The blood glucose reading was 124mg/dl. Troubleshooting was performed, and the displacement test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.